Event description:
It was reported that the device stopped rotating. A 2.4mm jetstream xc catheter was selected for a patient procedure in the superficial femoral artery. During the procedure, when the device was 70% through the lesion, the device stopped rotation it just made a "whiring noise." The device failed to operate in blades up and blades down mode. The physician tried to advance and restart the system, but it did not work. The procedure was completed by using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The device's pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The device functioned and the tip was spinning for a period of approximately 2 minutes and the gear again slid off the shaft. Device analysis determined the condition of the returned device was consistent with the reported information of blades not spinning.

Event description:
It was reported that the device stopped rotating. A 2.4mm jetstream xc catheter was selected for a patient procedure in the superficial femoral artery. During the procedure, when the device was 70% through the lesion, the device stopped rotation it just made a "whiring noise." The device failed to operate in blades up and blades down mode. The physician tried to advance and restart the system, but it did not work. The procedure was completed by using another of the same device. No patient complications were reported.